Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 03may2019. The manufacturer¿s international customer specialist confirmed the reported issue. Credit issue on (B)(4).

Event description:
The customer reported a faulty nav-ring. There was no patient involvement.